Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a slightly loose drive support disk. Unable to confirm the alarm. The device was received with cracked battery tube threads and reservoir tube, scratched screen, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was 174mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.